Event description:
On 05/07/1999, the facility's purchasing agent informed the distributor's sales rep of the following: the surgeon stated that prior to the procedure. A large bore leak was noted in the device. The product was not used; however, the surgeon touched the pt before he touched the product. No further details here provided.